Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1315505) indicated that the device lot met all established performance criteria prior to shipment. It was reported that the surgeon "pushed the sealant downstream with a wire and performed a thrombectomy to resolve a clot." However, it was unknown if the sealant caused the occlusion. Based on the information provided, the root cause of the reported event could not be conclusively determined.

Event description:
It was reported by the aci sales professional that a (B)(6) female patient underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained at the profunda femoral artery via a 6f sheath (model unknown). A pre-procedure femoral angiogram showed the vessel size to be 4mm. Following the procedure, the technician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported by the technician that the patient complained of a cold leg 4 hours post procedure. A vascular surgeon was called in to investigate the complaint and the surgeon reportedly decided to perform a cut down on the patient without an ultrasound. It was reported by the technician that the surgeon "pushed the sealant downstream with a wire and performed a thrombectomy to resolve a clot." It was noted that there appeared to be narrowing at the access site which looked to be in the profunda. The patient was hospitalized due to the mynx device/procedure. The patient was ambulated and discharged to home on (B)(6) 2013 with no clinical sequela noted. No further information is available.